Manufacturer narrative:
The device was manufactured february 27, 2017 ¿ march 1, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection were performed and revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device had been successfully filled with 45 ml of saline solution. The reporter stated that the rupture occurred while attempting to fill the device with a further 35ml of fluorouracil using a syringe. There was no patient involvement. No additional information is available.